Manufacturer narrative:
H.6.: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H.6.: code b20: device remains implanted and therefore not available for direct analysis. H.6.: code d12: according to gore® molding & occlusion balloon catheter instructions for use, warnings: do not inflate the balloon in areas of significant calcified plaque. Balloon rupture and / or vessel damage may occur. According to the gore® molding & occlusion balloon catheter instructions for use, adverse events which may require intervention include, but are not limited to vascular trauma. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, this patient underwent endovascular treatment of an abdominal aortic aneurysm and right common iliac artery aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® molding & occlusion balloon. The aorta was reportedly tortuous. Because of the short length of the total left side, the trunk-ipsilateral leg component was deployed from proximal to the tortuous. Ballooning was performed. A type ii endoleak was observed on the confirmation angiography but the physician elected to monitor it. The procedure was completed. The patient tolerated the procedure. Around the end of july, a debakey type iiib dissection originating proximal to the trunk-ipsilateral leg component was observed on computed tomography(CT) imaging prior to discharge. The patient is being treated medically. The physician reported that the ballooning might have been a little strong.